Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that had an infection with a pocket of pus noted at the device site. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and will be replaced in the future. During the extraction, the left ventricular (lv) lead broke off and remains in the patient. No further patient complications have been reported as a result of this event.